Event description:
According to a clinical study, on 24 month follow-up visit, the patient complained of pain around the site of hernia repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.